Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. According to provided information, the change of the air sensor solved the issue. The quality control was compliant. However, without the defective part to test, we cannot confirm the origin of the fault. Despite several requests for the parts return, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.

Event description:
The following has been reported: the issue with the pump has been going on for a couple of months now, it will sometimes give us no issues and we are good to use it, other times it gives us an error and we cannot proceed further than that no matter what we try to do, ie: powering off and on again/changes the IV lines/taking them out and putting them back in, etc.. The issue it says when it doesn't work is: ("tubular installation!!!, close the line, air bubble!!!") And will not let us go any further than that. No patient was involved, if the pump gives us an issue, we switch pumps to one that works. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.